Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead sensitivity was raised to resolve the issue. No patient consequences were reported and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No changes or intervention were reported. The patient condition was not known.